Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Door not fully latched alarms were confirmed and were determined to be caused by a failed lower auxiliary flex. The lower auxiliary assembly was replaced.

Event description:
It was reported that a pump displayed constant close door messages. It was also reported that there was no patient incident.